Manufacturer narrative:
The technician found during a between pt inspection of the bed that the casters are not holding due to missing brake pads. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed is not braking (brakes not holding). The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. (B)(4).